Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed) and there was blood/body fluid in the outer tubing overlay.

Event description:
It was reported that the left ventricular lead had high threshold and had no capture. The lead was removed. It was also reported that a new lead was attempted, but it was too tight to go through the vein. The lead was not used and a different new lead was implanted. No patient complications have been reported as a result of this event.